Manufacturer narrative:
The tech found the brake caster and hex rod was worn. The tech replaced the brake caster and hex rod to repair the stretcher.

Event description:
Info received indicates the brake caster will not hold when the brake is engaged.